Event description:
It was reported that during left ventricular lead implant, the patient experienced a coronary sinus dissection. The right atrial and ventricular leads were implanted. The left ventricular lead was not used and not replaced. The patient was stable before, during and after the procedure.